Event description:
It was reported that right atrial (ra) lead revision due to failure to capture. It was suspected that the patient had twiddlers syndrome and pulled the lead back. The lead was explanted and replaced. Lead pulled back issue was confirmed via x-ray. The patient is in stable condition.